Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of high ventricular rate due to noise were noted on the right ventricular lead. No intervention was taken at this time due to all electrical parameters being stable. The patient was stable and will continue to be monitored.